Event description:
It was reported that during a procedure, "while loading driver was inserted into set screw and could not be disengaged. The instrument was able to be dismantled after the procedure, however, set screw could not be removed. The second instrument in the kit was used after the first was damaged allowing the procedure to continue. The instrument came in contact with patient. The instrument broke. No fragments were remained in patient."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Product analysis:unable to examine tip of the driver, due to the inability to remove the set screw without further damaging instrument and/or set screw.